Event description:
On (B)(6) 2010, the patient underwent surgery to be implanted with an scs system. The physician could not get into the epidural space during the procedure. The physician tried inserting the lead at t7, t8, t9, and t10. During this procedure, there was a spinal tap. The case was aborted after that and the leads were discarded. On (B)(6) 2010, the rep received a call from a nurse stating that the patient was experiencing symptoms of paralysis and muscle weakness in both legs.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.